Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause is unknown . One photo of a powerglide pro wing and catheter were returned for evaluation. The catheter hub is attached to the blue-green wings. The hub appears to show ¿10 cm¿. Use residue is visible within the catheter. A ruler is shown below the catheter length and appears to show it less than 10 cm in length. The distal end of the catheter cannot be seen clearly in the photo sample provided. The catheter did appear to be missing a segment which is indicative of a break; therefore, the complaint is confirmed, cause unknown. Based on the photo sample provided, possible contributing factors include retraction of the catheter against the needle bevel. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse attempted powerglide placement in the patient's upper left arm; via the cephalic vein. Vein was accessed, guidewire advanced, then the catheter advanced slowly for approximately 5cm then the patient started complaining of pain. After the catheter was completely withdrawn, the nurse noticed the length of the catheter post removal was only 7.5cm. They assessed the patient with ultrasound and were unable to visualize any abnormal material around the insertion site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause is unknown . One photo of a powerglide pro wing and catheter were returned for evaluation. The catheter hub is attached to the blue-green wings. The hub appears to show ¿10 cm¿. Use residue is visible within the catheter. A ruler is shown below the catheter length and appears to show it less than 10 cm in length. The distal end of the catheter cannot be seen clearly in the photo sample provided. The catheter did appear to be missing a segment which is indicative of a break; therefore, the complaint is confirmed, cause unknown. Based on the photo sample provided, possible contributing factors include retraction of the catheter against the needle bevel. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse attempted powerglide placement in the patient's upper left arm; via the cephalic vein. Vein was accessed, guidewire advanced, then the catheter advanced slowly for approximately 5cm then the patient started complaining of pain. After the catheter was completely withdrawn, the nurse noticed the length of the catheter post removal was only 7.5cm. They assessed the patient with ultrasound and were unable to visualize any abnormal material around the insertion site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause is unknown . One photo of a powerglide pro wing and catheter were returned for evaluation. The catheter hub is attached to the blue-green wings. The hub appears to show ¿10 cm¿. Use residue is visible within the catheter. A ruler is shown below the catheter length and appears to show it less than 10 cm in length. The distal end of the catheter cannot be seen clearly in the photo sample provided. The catheter did appear to be missing a segment which is indicative of a break; therefore, the complaint is confirmed, cause unknown. Based on the photo sample provided, possible contributing factors include retraction of the catheter against the needle bevel. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse attempted powerglide placement in the patient's upper left arm; via the cephalic vein. Vein was accessed, guidewire advanced, then the catheter advanced slowly for approximately 5cm then the patient started complaining of pain. After the catheter was completely withdrawn, the nurse noticed the length of the catheter post removal was only 7.5cm. They assessed the patient with ultrasound and were unable to visualize any abnormal material around the insertion site. Additional information received: in which vein was the catheter placed? L arm, cephalic vein. Implant and explants dates? (B)(6) 2018 implant and explant initially (B)(6) 2018 for removal of remaining tip. Was the break subcutaneous or external to the patient? Subcutaneous. Did the catheter embolize in the patient? If yes, to where did the catheter embolize? No. Please provide radiographic imaging and interpretation to include as evidence in our investigation: findings: noncontrast CT scan of the left arm demonstrates postsurgical change in the area of the distal arm. There is subcutaneous inflammation from the distal forearm through the visualized portion of the left forearm. There is no evidence of fluid collection. Osseous structures appear grossly normal. Subcutaneous inflammation is noted in the area of the left flank. Within the subcutaneous fat of the anterior aspect of the proximal left arm there is a small fragment of what appears to be a venous catheter. Impression: small fragment of what appears to be a venous catheter within the subcutaneous fat anteriorly within the proximal left arm. Was the catheter removed? Yes. Did the patient sustain any injury or exhibit symptoms from this event? Yes, incision to l bicep to required interventional radiology assisted surgery to remove retained portion of catheter. Were any medical interventions required, other than removing the catheter? Yes, interventional radiology procedure required for foreign body removal. Was the device replaced? Yes, required a r side ij central line. How long was the catheter before insertion? 10 cm. How long was the catheter after removal? 7.5 cm. Was a new device used on the patient? Yes, ij central line. Detailed description of the event: 18g 10 cm midline was inserted with blood return and needle tip visualization. Tip was walked in approx.. 4 cm, then wire was advanced without resistance. Catheter was deployed, and met resistance and patient c/o pain approx.. 5-6 cm in. Procedure was paused for a moment (to see if the problem was caused by vasospasm), and catheter advance was again attempted. Patient again c/o pain, entire catheter, with wire intact removed from patient. It was then noticed that approx.. 2.5 cm of the end of the catheter was missing. The catheter was not able to be palpated or seen on ultrasound immediately after procedure. Gauze was placed on site, primary rn notified and md paged. Did event occur prior to insertion, during insertion procedure, while in use in patient, post successful use in patient and occurred during removal procedure? During insertion procedure. Did the patient have any infectious diseases? Parainfluenza, esbl, (B)(6). Any other medical history you would like us to be aware of? Basilic and brachial vein not available due to wound under allevyn. R arm restricted due to old fistula.